Manufacturer narrative:
No devices were returned to the manufacturer for analysis if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door is showing as the door open when the door is fully closed from the user's input. This was the second occurrence of the issue, the manufacturer representative (rep) could not replicate the original issue. It was noted by the representative that the issue was resolved when the internal door switch was re-positioned. No patient was present at the time of the event.